Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the network port on the navigation system was not operating as designed and was subsequently replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, a confirmation image acquisition could not be performed as connection could not be established between the imaging system and navigation system in the operating room (or). It was reported that the navigation system and imaging system were restarted without resolution. Additional troubleshooting found that the network connector on the navigation system was damaged. It was noted that a non-navigated image acquisition was performed for the confirmation spin as the site completed navigation for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The connector was returned to the manufacturer for analysis. Analysis found that one of the two connectors had bent and broken leads. It was also noted there was an open at pin 2. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.